Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of mitral valve injury (tissue damage), dyspnea and worsening mitral regurgitation as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The investigation determined the reported difficulties appear to be related to pre-existing patient anatomy as it is likely that the history of frail, friable leaflet tissue due to long term prednisone medication resulted in the reported tissue damage; thus resulting in the reported dyspnea and mitral regurgitation. There is no indication of a product quality issue with respect to manufacture, design or labeling. The mitraclip remains in the patient.

Event description:
This is filed to report the leaflet tear and recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2019 the patient with degenerative mr grade 4 underwent the mitraclip procedure with one mitraclip ntr reducing the mr grade to 1. Several days later, on (B)(6) 2019, the patient was symptomatic with shortness of breath. The echocardiogram found that mr had returned to grade 4 and there was a small leaflet tear behind the securely attached mitraclip. Treatment options are being considered and the hospitalization will be prolonged. A re-do mitraclip procedure is not an option because of the location of the tear and the history of frail, friable leaflet tissue. The patient was on long term prednisone medication which causes leaflets to become frail, friable. No additional information was provided.